Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates and expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7065-90, lot# 157757, mfd. 05/17/13, expires 2018-05, UDI (B)(4); 2nd (second): ifuse implant, p/n 7050-90, lot# 493568, mfd. 09/23/15, expires 2020-09, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7045-90, lot# 493734, mfd. 07/08/16, expires 2021-07, UDI (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient initially had pain relief for four months following the procedure but later had a recurrence of si joint pain. The surgeon via CT scans that the implants may have been loose. In (B)(6) 2016, the surgeon performed a revision surgery where he removed all of the implants and added bone graft to the si joint. The status of the patient following the revision surgery is not yet known.